Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis patient reported noticing fluid leaking from the cassette door after treatment was completed. The sample set was discarded. During follow up, the patient¿s contact reported that there were no serious injuries, complications and no signs of any infection. The patient¿s effluent remained clear. The patient¿s peritoneal dialysis nurse was notified of the event. The patient was prescribed prophylactic antibiotics. There are no adverse events reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. Device history record review was performed. No nonconformance reports or other abnormalities during the assembly of related lot were found. Based on this, is concluded the product involved met specifications.

Event description:
A peritoneal dialysis patient reported noticing fluid leaking from the cassette door after treatment was completed. The sample set was discarded. During follow up, the patient¿s contact reported that there were no serious injuries, complications and no signs of any infection. The patient¿s effluent remained clear. The patient¿s peritoneal dialysis nurse was notified of the event. The patient was prescribed prophylactic antibiotics. There are no adverse events reported at this time.